Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported the patient lost weight, causing the ipg to be superficial. The patient experienced pain due to the issue. Surgical intervention was undertaken during which the ipg was repositioned and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.